Event description:
Additional information was received indicating that the inadequate threshold resulting in loss of capture.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that inadequate capture and failure to sense were observed on the right atrial (ra) lead. During a routine device upgrade procedure, the ra lead was capped and replaced. The patient was in stable condition.